Event description:
It was confirmed that the patient did not have concerns regarding their device or therapy. The company representative met with the patient at the doctor¿s office and the device was reprogrammed. Coverage was obtained.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the stimulation was in the wrong location. Patient never had therapeutic effect. It was noted that after the healthcare professional (hcp) had put in the new stimulator it had not worked right. The unit needed to be adjusted; it was not hitting the spots it was supposed to be hitting. It was noted this problem had been happening since new implant. Additional information has been requested.